Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection of the instrument displayed no signs of physical damage. The instrument was fully functional. A review of the sureform 60 stapler logs show the instrument was installed on the system 4 times and fired 4 sureform 60 reloads (1 green, followed by 3 blue). On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument was installed on the system 1x and fired 1 green reload. On the only install, both clamp attempts were successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not properly stapled or cut after a sureform 60 blue reload was fired with a sureform 60 stapler instrument. As a result, a hole in the intended staple line was created. The surgeon over-sutured the hole within the staple line to repair the defect. Additionally, an unplanned drain was placed intraoperatively due to the event. The patient required an upper gi evaluation on postoperative day one.